Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server newly created users were unable to register their biometric identifier. The issue appeared to stem from password authentication failure at the station, despite confirming that the users were properly configured on the server. Four users were affected, and while their first-time passwords work on the pharmacy computer, they were not being accepted on the pyxis station, prevented biometric enrollment in production. However, there were no delays or adverse events or injuries reported based on this event.